Event description:
On 10/10/2007, a biomedical engineer called in to report that the unit had been dropped which resulted in no audio. The customer called back on 10/16/2007 indicating the unit was repaired in house and now functioning properly however, the speaker was replaced and the unit was still not providing a audio tone. The customer could not confirm if the no audio tone was a result of the drop.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.